Event description:
Event description cpi received information that during interrogation of this ventak mini implantable cardioverter defibrillator (ICD), it was found in the 'fallback' mode. The physician elected to explant the ICD.